Event description:
It was reported that the patient presented for pocket revision due to pocket erosion. The pocket was revised and all devices remained implanted. During a subsequent visit, it was noted that infection was present and the system was explanted. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.